Event description:
It was reported that the catheter ruptured at the distal section after approx 19 minutes of onyx injection. Consequently, onyx diffused into a small artery and the pt has loss of hearing. Same event as MDR# 2029214-2011-00320.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was consumed in the event. (B)(4).